Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field svc rep reported that the water pump would not run. Since the event occurred during preventative maintenance, there was no pt involvement during this event.